Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2024 due to battery depletion. The device was originally implanted on (B)(6) 2024. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".